Event description:
The jaws of the applier got broken at ligation. The ligation in itself was successfully finished, and no clips/fragments remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6). 2021. Evaluation of the returned instrument shows that the jaws are bent to one side and are loose and misaligned, and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. Further evaluation shows that the knob rotation and handle to jaw mechanisms are both dry and sluggish feeling and in need of proper lubrication. We are able to validate this complaint. As received this instrument is complete and is not missing any of its components. We are unable to determine what caused the jaws to be loose and misaligned and bent to one side and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier got broken at ligation. The ligation in itself was successfully finished, and no clips/fragments remained in the patient.